Event description:
It was reported that a patient presented with loss of capture noted on the ventricular channel of the implantable cardioverter defibrillator. The patient had been brought into clinic today for threshold testing. No additional information was provided.